Event description:
Boston scientific received information that shortly after implant, this right atrial (ra) lead exhibited high capture thresholds. It was noted that the lead had been intentionally implanted on the right atrial floor. Approximately 15 months later, the patient was scheduled to have an atrial flutter ablation and be upgraded to a cardiac resynchronization therapy device. At the procedure, atrial undersensing of the atrial flutter was observed. Imagining revealed that the ra lead remained on the atrial floor, but microdislodgement could not be ruled out. Based on the history of high thresholds, and the current undersensing, it was decided to revise the ra lead at the time of the upgrade. This lead was successfully explanted and a new ra lead implanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.